Event description:
Patient inadvertently delivered insulin boluses when pump keys were not locked. Parent intervened and prevented permanent damage. This happened about 3 times since start of pump-usage (2007). Parents started using 'tamper resistant (locked) feature' to prevent button pressing. Once, patient (through random button pressing) was able to "unlock" pump keys, though fortunately no bolus delivery occurred that incident. Patient easily removed rubber coating from pump buttons leaving product unusable since electronic contacts had been compromised: the following month, cover on pump buttons (up/down, ok) destroyed when patient took pump out of carrying case and played with (perhaps even chewing on) pump. Pump was destroyed and completely stopped functioning (parent could not access history data to review insulin deliveries). Parent detached pump and provided close monitoring along with fast-acting carbohydrates and insulin shots via syringes. Manufacturer replaced pump and provided a tamper-resistant shield with double-zipper case. Following event, parents locked pump keys, used double-zippered holding case facing pump backwards to deter patient's interest and access, and purchased screen protectors and luggage locks. Once pt was able to get pump out of luggage-locked case causing reevaluation of locking technique. Fortunately, the pump was not "chewed" that time. Although this was one of the times the pt delivered boluses. Approx three months later while pump was not luggage-locked in carrying case, patient again removed rubber coating from pump buttons (up/down, ok) patient achieved this in under 10 mins. The manufacturer-provided tamper-resistant shield scratched pump screen thus data was difficult to read. Approx one and a half months earlier, manufacturer replaced pump. Patient stopped using tamper-resistant shield.